Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had damaged packaging; further described as "lots of minicaps were came out of the damaged package". This was noticed when the nurse opened the boxes of minicaps prior to use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. A visual inspection was performed with the naked eye noted damaged cartons. The reported condition was verified. The cause of the condition could not be determined; however, most likely occurred during the distribution process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.